Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. The device was not available for evaluation.

Event description:
It was reported that during a total knee arthroplasty at the healthcare facility, the tip of the ortholock ex pin broke off during bicortical insertion into the femur. It was reported that the fragment was not removed from the patient. It was reported that the procedure was completed successfully, without a clinically significant delay, and with the use of navigation. No adverse consequences or medical intervention were reported.